Event description:
It was reported the sys displayed a generator error which could cause the sys to shut down or prevent it from producing x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors. The sys operates as intended.